Manufacturer narrative:
As per patient's father, patient has been on tslim for 6 months and he believes patients bg's are running high due to his son's lack of diligence in checking bg levels and bolusing properly. Patient is currently using humulin insulin which is not recommended for use with a tandem device. Device has not been returned for eval. Should new info become available a follow up MDR will be submitted. Event not likely to lead to death, t:slim user guide instructs users to "routinely check their bg levels at least 4 times daily (optimally 6-8 times daily) in order to detect hyperglycemia and hypoglycemia early." Additionally, t:slim user guide cautions users "to inject insulin if delivery is interrupted for any reason." It is common practice for insulin users to check blood glucose values frequently to prevent levels from becoming severe enough to cause serious complications.

Event description:
Received info from the patient's father indicating patient had been hospitalized due to hyperglycemia and dka.